Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with a neurostimulator. It was reported that the patient¿s whole system was removed because it kept getting infected. There were no reports of device issues or allegations. There were no further complications reported or anticipated.